Event description:
It was reported that the patient experienced muscle stimulation, and it was suspected that the right ventricular (rv) lead exhibited insulation damage. During the replacement procedure, the insulation damage was confirmed, as was insulation damage on the atrial lead. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr901 implantable pacemaker - (B)(6) 2003. (B)(4).